Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Only had 3 pt results with two of them being within range. There is only one that is out of the exceptable limits. This one was performed july 2nd. Customer knows nothing about the pt with the inr of 6.0. Did not repeat test. Unable to determine if there are any pt interferences. Other two results are within who range.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.